Manufacturer narrative:
. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens into the patient`s eye. The reporter indicated the lens had a high vault, with mild iritis symptoms and decreased near vision due to enlarged pupils. The lens remained implanted. Additional information has been requested but none has been forthcoming.